Manufacturer narrative:
Following product return and completion of lab analysis, this event will be further updated.

Event description:
Boston scientific received info that during a follow-up due to a previous bike accident a few weeks prior, this device was unable to be interrogated. Reportedly the device was not recognized by the programmer. The field rep along with boston scientific's internal technical services performed multiple mitigation's however, the interrogation remained unsuccessful. The pt is of average build and there was no evidence that the accident contributed to bruising around the device site. Multiple programmers were used and an x-ray was discussed but not completed. No subsequent adverse pt effects were reported and the device was explanted the following day to be returned for analysis.